Event description:
It was reported that, "the patient underwent a right hip replacement surgery on (B) (6), 2008." It was further reported that "after implantation, the patient began experiencing significant pain and discomfort in the location of his hip and developed a grating and squeaking noise. As a result, the patient underwent a revision on (B) (6), 2009."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics (B) (4). No add'l info is available at this time. The devices are not available due to the ongoing litigation.